Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2017 and suture was used. The needle pulled off during sewing skin at the first stitch. The fallen needle was retrieved. There was no adverse patient consequences reported.